Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: tf233004 and "self test failed" occured after startup.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: pressure sensor assembly defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: tf233004 and "selftest failed" occured after startup.